Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: scale print error.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 05-dec-2022 investigation summary: it was reported the syringe had a scale marking error. To aid in the investigation, one sample in an opened packaging blister and one photo were received for evaluation by our quality team. A visual inspection was performed. The scale marking is incomplete and skewed. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel scale printing process. The photo provided shows the sample received. A device history record review was completed for provided material number 309653, lot number 2033242. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel scale printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: scale print error.